Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a missing electrode on the sensor. Customer stated that the insulin pump has a bent sensor. Customer's blood glucose reading was 162 mg/dl. Nothing further reported.